Manufacturer narrative:
A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. Subject device was not returned to the manufacturer for further investigation, a determination of cause could not be determined. The complaint file is being closed at this time; should additional relevant details become available with which to determine root cause, a supplemental report will be submitted.

Manufacturer narrative:
Subject device was not returned to the manufacturer for further investigation, a determination of cause could not be determined.. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. A two year review of similar product complaints revealed that the same malfunction has never led to serious injury in the past. Similar historical complaints indicated that the most probable root cause to be a result of 'operational context' (a device problem related to the operator's technique or use environment.) Or a result of 'user mishandling'. A review and analysis of all available information failed to determine a root cause. Although the suspected device had not been returned to lumenis for evaluation, lumenis believes device malfunction is not suspected as being the cause or contributory to the event reported. Lumenis believes the most probable root cause to be "operational context caused or contributed to event", lumenis believe the problem was related to the operator's technique or use environment., most likely caused by the user pinching the fiber at the entrance of the scope. Lumenis is removing the product problem/malfunction report.

Manufacturer narrative:
A review of subject device labeling found the following: warning: when using a fiber optic delivery device, always inspect the fiber optic cable to ensure that it has not been kinked, punctured, fractured, or otherwise damaged. A damaged fiber optic cable may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A review of the risk analysis found event recurrence to be remote and within statistical limits with low potential for complications to the patient. Lumenis risk analysis considers about 10 cases of such burns of fiber per year; the reported event is within acceptable statistical limits of risk analysis. Lumenis confirmed with the distributor that customers purchasing subject device fiber are trained to refrain from bending the fiber during preparation and use. The subject fiber is expected to be returned to the manufacturer for product investigation. Once it is returned and a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that during a holep procedure in which a lumenis p100h laser system was used and a lumenis slimline sis 550¿ fiber was deployed, the fiber broke three times at the entrance of the scope, burning the hand of the surgeon. The fiber was replaced and the procedure was concluded with a different fiber and with no consequences to the patient. The surgeon was reported to have received a second degree burn which was treated with a "fat tulle dressing".